Manufacturer narrative:
The clinician states that the cns (central monitoring system) has communication loss on all beds. Customer was advised to call the biomedical engineer to troubleshoot the problem. It was recommended that they have the biomedical engineer locate the network closet and examine all the switches. A follow up call confirmed that the issue was resolved. The clinician did not know the details of how the issue was corrected. Patients are currently being monitored on the cns. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The clinician states that the cns (central monitoring system) has communication loss on all beds. Customer was advised to call the biomedical engineer to troubleshoot the problem. It was recommended that they have the biomedical engineer locate the network closet and examine all the switches. A follow up call confirmed that the issue was resolved. The clinician did not know the details of how the issue was corrected. Patients are currently being monitored on the cns.